Event description:
It was reported that a dissection occurred. The 90% stenosed, moderately tortuous and moderately calcified target lesion was located in the left anterior descending artery. The lesion was pre dilated with a 2.50 x 12 semi compliant balloon. A 2.75 x 48 synergy was fully deployed at 11 atm with no issues. A non complaint 2.75 x 12 balloon was used to post dilate the stent at 10 atm. A proximal edge flow limiting dissection was then noticed in the proximal part of the stent. Per the physician, the dissection was caused by post dilating the stent. A 2.75 x 16 synergy was deployed proximally overlapping and covering the dissection. The procedure was completed successfully and the patient was stable and fully recovered.